Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application or receiver. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/22/2016 and could not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.